Event description:
On 1/28/93, this 79 year old male patient underwent placement of an aicd with large patch leads (posterior lv - and anterior rv ). Also used were two unipolar myopare porous tip sutureless myocardial pacemaker leads. After discharge, the patient experienced temperatures in the 99-100 degree range, night sweats, and anorexia with a 20 pound weight loss. The patients wound opened with increased drainage. Initially, staphylococcus aureus was reported, then mycobacterium fortuitum. On 3/4/93, the patient underwent removal of the infected aicd generator, debridement, irrigation of the pocket, and relocation of the aicd leads to a new pocket. On 4/13/93, the patient underwent excision of protruding aicd leads due to a mechanical phenomenon of the wires by pressure necrotizing the skin. The wires were discardeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.